Event description:
As reported, a 'cook bakri postpartum balloon with rapid instillation components' device was used for the management of postpartum hemorrhage (pph), classified as a ¿code red hemorrhagic control¿ situation. The patient was reported saturating at 94%, fio2 24%, bp 122/76 mmhg, shock index at 0.76. Following delivery, prior to device use, medical interventions included administration of tranexamic acid, intrarectal misoprostol, methylergometrine, calcium gluconate, cefazolin, a blood transfusion, and a uterine curettage procedure. Prior to placement, the device was visually inspected, and balloon integrity and function were verified. The device was then placed transvaginally. The balloon was inflated with 300 ml of warmed 0.9% sodium chloride solution. Approximately 20ml of drainage was observed in the urinary collection bag and saline leakage was noted from the balloon. The deflated balloon was removed from the patient. A second red blood cell transfusion was given during or after device use. It was reported that the device was handled by or in the proximity of metal tools that could have potentially have damaged the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Estimated blood loss was ~1500-2000ml; clarification has been requested but has not yet been received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, a 'cook bakri postpartum balloon with rapid instillation components' device was used for the management of postpartum hemorrhage (pph), classified as a ¿code red hemorrhagic control¿ situation. The patient was reported saturating at 94%, fio2 24%, bp 122/76 mmhg, shock index at 0.76. Following delivery, prior to device use, medical interventions included administration of tranexamic acid, intrarectal misoprostol, methylergometrine, calcium gluconate, cefazolin, a blood transfusion, and a uterine curettage procedure. Prior to placement, the device was visually inspected, and balloon integrity and function were verified. The device was then placed transvaginally. The balloon was inflated with 300 ml of warmed 0.9% sodium chloride solution. Approximately 20ml of drainage was observed in the urinary collection bag and saline leakage was noted from the balloon. The deflated balloon was removed from the patient. A second red blood cell transfusion was given during or after device use. It was reported that the device was handled by or in the proximity of metal tools that could have potentially have damaged the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Estimated blood loss was ~1500-2000ml. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned to cook for investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'contraindications: a surgical site that would prohibit the device from effectively controlling bleeding' 'warnings: this device intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding.' 'Instructions for use: important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial.' 'Transvaginal placement: 1. Determine uterine volume by direct examination or ultrasound examination. 2. Insert the balloon portion of the catheter into the uterus, making certain that the entire balloon is inserted past the cervical canal and internal ostium.' 'How supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, no product returned, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.